Manufacturer narrative:
Final device analysis for the pump revealed no anomaly found.

Event description:
Additional information reported that the patient had a pump refill/programming performed on (B)(6) 2011. There was no rotor study or dye study performed on the pump. There was no patient injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a pt had "episodes of overdoses". The pt requested his pump be removed. The medication administered via the pump was hydromorphone (20 mg/ml) at a daily dose of 3.750 mg/day. The reporter stated that the pt "liked oral pain medications" more than the pump. The pt was weaned from pump medications. The pump was explanted (B)(6) 2011. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).